Event description:
Baxter affiliate reports one incident of a patient experiencing ocular erythema, anxiety, and "precordial pain" five minutes into treatment on a psn 210 dialyzer. It was reported that the blood flow rate was reduced and treatment was continued. No medical intervention was reported.